Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the device and foot retraction problem could not be replicated in a testing environment as it was based on procedure circumstance. The reported foot retraction problem, difficult to remove the closure device and subsequent treatment appear to be related to procedure circumstance. The tissue damage appears to be related to the force applied to remove the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in a common femoral artery via 6fr sheath using the preclose technique prior to an interventional procedure. Reportedly, when pushing the lever to the original position, the foot failed to retract. The proglide device was removed with force and the foot was in the open position causing the artery damage. A second and third proglide device were used with the same results. The procedure was complicated with a tear at the artery. A surgical cut down procedure was completed and a non-abbott device was placed; however, an occlusion occurred, a covered stent was implanted to treat the occlusion and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: additional information: it should be noted that the proglide instructions for use (IFU): do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair.